Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery voltage was 2.51v, after reinterrogation it was 2.3v and there was no elective replacement indicator (eri) stamp. Caller inquiring why battery voltage is low. The device remains in use. No patient complications have been reported as a result of this event.